Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. The surgeon reported that the device would not fire. Limited information was available. It was unknown if this was during the first activation. The patient status is unknown. The device is available for return. Additional information was received via telephone on (B)(6) 2018 at 12:15pm applied medical account manager. The surgeon reported that the first clip loaded as expected. The second clip came out and the distal ends of the clip closed correctly; however, the apex of the clip was open. The third clip came out twisted diagonally and spit out of the jaws. This occurred during clip firing. The device was replaced and the case continued without further incident. No patient injury occurred. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.